Event description:
It was reported that this pacemaker was an attempted implant. It was noted during initial implant procedure there was a lead to header insertion issue; therefore, this product was not used. Another pacemaker was successfully placed. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting an is-1 lead into the header of this device resulting in the difficulty fully inserting the rv lead past the set screw. Please refer to the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker was an attempted implant. It was noted during initial implant procedure there was a lead to header insertion issue; therefore, this product was not used. Another pacemaker was successfully placed. No adverse patient effects were reported. Additional information was received that provided further insight into the specific details that occurred during the initial implant procedure which lead to the product not being used. It was reported that the physician could no fully insert the right ventricular (rv) lead past the set screw. The physician attempted multiple times, while performing addition troubleshooting measures which included backing the set screw out, yet the lead still did not fully insert into the device header.